Event description:
Physician attempted to remove caudal catheter post procedure and met significant resistance. Repeated attempts by physician to remove catheter resulted in fracture of catheter with a portion of catheter retained in the caudal canal.